Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as sharp pain, digging into skin, and broken skin with irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed a wound dressing for the skin irritation. Follow up indicated that the skin irritation improved.